Event description:
The advocate stated her husband's contour next did not retain one of his blood glucose readings in memory. No adverse event was alleged. The advocate was advised to return the meter for evaluation. A new meter was sent to the customer.